Manufacturer narrative:
This report is for an unknown angled titanium plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: toloza, e. Et al. (2014), interclavicular stabilization with the synthes sternal fixation system after radical manubriectomy: report of 3 cases, chest, vol. 145, no. 3, page 35a (USA). The purpose of this study is to present interclavicular stabilization with the synthes sternal fixation system after radical manubriectomy on 3 cases. A total of 3 patients (2 males and 1 female) with a mean age of 49.7+7.2 years underwent interclavicular stabilization using an unknown synthes angled titanium plates from the synthes sternal fixation system. Follow-up of the 3 patients at 3 years, 3 months, and 2 years. The following complications were reported as follows: a (B)(6)-year-old male patient who had upper chest basal cell carcinoma involving the manubrium was returned to the operating room on postoperative day 3 for right chest hematoma. Additional perioperative complications occurred to the patient like hypoxia from pneumonia. A (B)(6)-year-old female patient who is 14 months status post radical manubriectomy for metastatic thyroid cancer and whose clavicles were initially stabilized with daisy-chained loops of sternal wires, which broke while closing a car door was returned to the operating room on postoperative day 4 for left clavicular titanium sternal plate refixation. Additional perioperative complications occured to the patient like hemorrhoids from loose stools. This report is for an unknown synthes angled titanium plate. This is report 1 of 4 for complaint (B)(4). It captures the reported (B)(6)-year-old male patient who was returned to the operating room on postoperative day 3 for right chest hematoma, hypoxia from pneumonia.